Event description:
It was reported that during a lavh procedure, air leaked from the device. The connection part of the reducer was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/5/2007. The device was not returned for analysis. However, there was a batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.